Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 310s and heparin was administered. A pre-implant balloon valvuloplasty done with a18mm non-abbott balloon. The valve was partially re-sheathed by 2 times due to the implant depth was too low. The final implant depth was 4.5mm on the left coronary cusp (lcc) and 4.5mm on the non-coronary cusp (ncc). There was trivial perivalvular leak (pvl) was present. Post procedure, a hypotension was noted in the patient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Correction: upon review, the navitor valve should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Codes removed: medical device problem code: 1457 perivalvular leak.

Event description:
N/a.